Manufacturer narrative:
Na

Event description:
It was reported that the distal part of the lead was broken, revealing the coil. As a result, pacing lead impedance showed to be slightly low. The lead was capped.